Event description:
Patient was in or room for irrigation debridement of left open femur fracture. During the procedure, a reduction pin was broken in the femur. The surgeon decided to leave the broken piece in the bone. X-ray was sent to be read by radiology per hospital policy.